Manufacturer narrative:
Block updated.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite pelvic floor repair kit was implanted during a pelvic floor reconstruction with uphold lite including apical vault suspension and cystocele repair procedure performed on (B)(6) 2016. According to the complainant, after the procedure, the patient experienced mesh erosion. The exposure was treated with silver nitrate and the event has not yet resolved. Additional information received on june 29, 2017. The patient underwent a procedure to trim the mesh at the vaginal cuff on (B)(6) 2017. Additional information received on august 4, 2017. On (B)(6) 2017, the patient experienced dyspareunia and pelvic pain. The patient was treated with surgical intervention on (B)(6) 2017 and the dyspareunia, pelvic pain, and mesh erosion/exposure was resolved on (B)(6) 2017.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite pelvic floor repair kit was implanted during a pelvic floor reconstruction with uphold lite including apical vault suspension and cystocele repair procedure performed on (B)(6) 2016. According to the complainant, after the procedure, the patient experienced mesh erosion. The exposure was treated with silver nitrate and the event has not yet resolved. Additional information received on june 29, 2017. The patient underwent a procedure to trim the mesh at the vaginal cuff on (B)(6) 2017.

Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite pelvic floor repair kit was implanted during a pelvic floor reconstruction with uphold lite including apical vault suspension and cystocele repair procedure performed on (B)(6) 2016. According to the complainant, after the procedure, the patient experienced mesh erosion. The exposure was treated with silver nitrate and the event has not yet resolved.